Event description:
It was reported that the user experienced hypoglycemia after announcing a meal and subsequently observing a rapid glucose decline, which they treated with rapid-acting carbohydrates prior to the ilet low alert; the user reported using a teflon 23" infusion set and announcing fatty meals in split entries per healthcare provider guidance. Symptoms included dizziness associated with a glucose nadir of 69 mg/dl and approximately five minutes below range. Outcomes included stabilization of glucose without outside assistance, back-up therapy, ketone testing, or medical intervention. Investigation included troubleshooting and user education regarding meal announcement and infusion set considerations, including recognition that absorption issues could occur if a teflon cannula is bent. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia, with user behavior related to meal timing and treatment preceding the alert considered in the assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.